Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit. In addition, it was also found that there was no communication between the subject device and the video processor, and that there was no visible damage on the cable unit or the camera head. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from (B)(4), there was the possibility that this phenomenon was attributed to the failure of the cable unit, which might be caused by the user's handling such as the camera cable twisting and breaking internally. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device was not displayed on the monitor, and then the subject device was not used for the procedure. There was no report of patient injury associated with this event.